Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for catheter tubing damage during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo was received. 1 actual used sample & 24 representative samples were received. Broken catheter tubing was observed on the actual sample. No kink/bent catheter was observed on the actual sample. The broken off area is observed be approximately 5mm from the nose of the catheter. The part-off surface is observed to have a clean cut. The catheter tubing of all the 24 representative samples were visually observed. No catheter defects like kink/bent, holes or broken was observed on the tubing of the representative samples. The 24 representative samples were subjected to catheter pull test. All samples passed the catheter pull test and results were within the 5n min specification. No catheter pull can be performed on the actual sample as the tubing has already broke. Arterial cannula tube draw machine the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause the catheter broken in the catheter tubing. Arterial cannula assembly machine there is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. A simulation was carried out by using scissors to part-off a catheter. The part-off surface is then observed. A clean cut is observed on the part-off surface. Based on the broken catheter could have been caused by a sharp object such as a scissors. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. Therefore, the root cause of the broken catheter could not be established based on the above investigation. Based on the sample evaluation, the customer¿s experience of catheter kink/bent could not be confirmed. The complaint trend will be monitored.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter kink bent the device has been used: yes. Age: 75. Use: first use. Number of parts involved: 1. Description of the accident: at the end of the intervention, before the patient was discharged, while the arterious cannula was removed, the same cannula was presented with a major angle not justified by the manovers performed by the os. Consequence: other. Other consequence: it has been removed and stored for eventual checks by the company. Device availability: yes. Place availability: uoc anestesia e rianimazione ospedale feltre.